Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patients family member went to check the patient's settings and the therapy was off. Patient was also on the line and stated that when they went home from the implant procedure the family member checked the settings at that time and the therapy was on then but that a few weeks after the implant the patient had gone to the health care provider (hcp) office for their post-implant follow up appointment and patient didn't think they'd done anything to the ins at that time but as the therapy was off, the therapy hadn't been helping the patient's symptoms and the patient was still getting up 2-3-4 times at night. Patient services reviewed with the caller that the ins just turning off on its own would be entirely unexpected and the caller stated they hadn't touched it to turn it off so it must have been off since the patient's follow up appointment post implant though they rea lly weren't sure. The caller stated today they turned the therapy back on and increased the stimulation up but at the time of the call, the patient was feeling a throbbing in the front of their bike-seat region. Patient services reviewed stimulation considerations and reviewed with the patient and caller to decrease the stimulation level. Caller connected to the patient's settings and decreased the stimulation to where the stimulation was a comfortable flutter in the patient's bike-seat. Patient was going to monitor their symptoms now that the therapy was back on. Patient stated they had an appointment with their follow up health care provider (hcp) in 2 weeks so they'd monitor their symptoms and follow up with the hcp at that time. Patient services reviewed with the patient and caller to make sure the therapy was still on and to follow up with the hcp if they found it off again.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.